Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The complaint was unable to be confirmed due to unavailability of relevant imagery/medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that this event involved thv implant in an oversized native aortic annulus with no native calcium present, which is not an indicated use of the sapien 3 (s3) valve with a commander/certitude delivery system (ds). Therefore, this was off-label operation. Per medical article, another 29mm sapien 3 thv was deployed with 5 ml additional contrast. Postdeployment echocardiography revealed moderate paravalvular regurgitation. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedural training manual identify several procedural and anatomical factors which can contribute to pvl including thv size-to-annular size considerations. Per the training manual, a 29mm s3 thv is recommended for the annular area range of 540 to 683 mm2, which is well below native annulus dimensions reported for this patient (810 mm). Therefore, due to an oversized annulus, and despite inflating above nominal volume, it is likely that the pvl skirt was unable to properly seal against the target site. As such, available information suggests that procedural factors (off-label operation - oversized annulus) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-10294. The serial number, implant date and date of event are unknown. The investigation is ongoing. The device remains implanted.

Event description:
Through the review of the medical article ''transcatheter aortic valve replacement in left ventricular assist device patient overcoming the complications with transapical approach and circulatory arrest'' corresponding author milica bjelic, brian ayers, frederick s. Ling, sunil m. Prasad, igor gosev et al. The following event was identified: after valve deployment of an off-label case with a 29 mm sapien 3 valve, severe pvl was noted requiring post-dilation. The valve migrated during post-dilation and was positioned within the left ventricle. A 2nd valve was deployed. Overnight the dislodged valve migrated in the left ventricle again occluding the lvad inflow. The 1st valve was explanted and a valve in valve was performed on the 2nd valve.